Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that post implantation of the certas valve the patient developed an infection and the device was revised. The valve was implanted to the patient; however, date of implant and initial setting were unknown. There was suspected of infection. The revision surgery was performed with hakim valve last week and mrse was confirmed in the valve. Currently the patient moved to a rehabilitation hospital. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device was returned for evaluation. However, no conclusion could be made based on evaluation of the returned device. Additionally, manufacturing records, including sterility records, could not be reviewed, as no lot number information has been provided. Based on the available information, the reported issue could not be confirmed. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.